Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On approximately (B)(6) 2026, the patient was at her physician¿s office when a cgm reading of 56 mg/dl was observed. The physician provided juice to treat the low reading. The patient was transported by ambulance, though it was not specified who initiated the emergency call. During ambulance transport, glucose measurements were obtained using both the cgm and a blood glucose meter (bgm); however, the patient was unable to recall the specific values. She reported receiving IV therapy (type not specified), as well as an injection of gvoke hypopen (glucagon), which resulted in an improvement in her blood glucose level. Upon arrival at the emergency department (ed), the patient was informed that her cgm and manual bg readings were not correlating. She experienced heart palpitations and elevated blood pressure, reported at 200 (units not specified). At that time, the cgm displayed a glucose value of 160 mg/dl, while manual bg measurements were reported to be between 120-130 mg/dl. No additional medications were reported aside from the unspecified IV therapy administered earlier. The patient did not provide information regarding her condition following the event or details related to hospital discharge. Multiple follow-up attempts were made to obtain additional information; however, no further details were received. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0629 palpitations / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.